Event description:
S/ sparc sling system with tensioning sutures. During procedure injury to bladder neck occurred leading to the use of a 2nd kit. Sparc sling system: ref # 72403656, lot # 399928059. 2nd kit used: ref #72403656, lot # 404074035. Pt has been experiencing pelvic pain since procedure. Physical exam 4 days later revealed the site of pain localizes to the anterior labial branch of the iliosacral nerve -l1-. That branch exits the external inguinal ring and travels subcutaneously into the mons and anterior labium majus. Suspect for nerve entrapment or injury somehow with the placement of the material.